Event description:
The ge oec 9800 fluoroscopy system had poor images displayed and other system function anomalies.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective hard drive with the system software and calibration files re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.